Event description:
It has been reported that one bd ultrasafe plus¿ passive needle guard has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: complainant reported that could not press the piston that was impossible to push, the liquid is still in the syringe and the gray needle protection cap is still in place.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultrasafe plus passive needle guard has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: complainant reported that could not press the piston that was impossible to push, the liquid is still in the syringe and the gray needle protection cap is still in place.